Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a bone cutter had to be used on this device in order to free the leads from the header during the device explant procedure. A temporary pacing wire was placed. The leads were able to be removed from the header and remain in service. There were no adverse patient effects reported.